Manufacturer narrative:
The failure for heat was confirmed through functional testing. The repair technician confirmed the motor windings were damaged and corrosion was affecting the components including the geartrain. The affected motor and geartrain were replaced. Due to the age of the device and usage, it is possible that inadequate cleaning methods may have contributed to the failure. The drill was repaired and returned to the customer after passing the final inspection.

Event description:
It was reported that the device is heating up during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.